Event description:
It was reported that the patient felt the implantable cardioverter defibrillator was sticking out of the pocket, and it was painful. The patient was stable during an in clinic visit on (B)(6) 2018. No further information was available.